Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp device is not working properly. The cardiohelp was not exchanged during treatment and no emergency drive was used. The patient was bleeding without control. Every attempt was made to maintain the fluid status in order to achieve proper/supportive ECMO flows. The patient expired. The customer pulled the cardiohelp for investigation due to possible malfunction of the device. The customer completed their internal investigation and decided that the cardiohelp had no malfunction. The customer did not explain in detail what exactly was the reported failure "the device is not working properly". A getinge field service technician (fst) was sent for investigation on 2023-04-10. According to the fst the customer called to have the device checked out after the device was flagged by the risk management for potential issues. The incident was determined to not be equipment-related, but the customer wanted a courtesy check for patient safety protocols. The fst found no faults within the logfiles or with the device. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A medical review was performed by getinge medical affairs on 2023-10-12 with following conclusion: "the customer asked for a courtesy inspection of the product after the patient expired and hospital safety policies in place compelled the customer to ask for a review. The logfile review from life-cycle-engineering did not reveal to any relevant alarms or malfunctions. In summary, no association between use of the product and the negative patient outcome was identified. Further, the origin of the complaint appears to be driven by a hospital policy rather than by a perceived association between the product and the outcome of the patient." Based on the results the reported failure "unit not working properly" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation on 2023-04-10. According to the fst the customer called to have the device checked out after the device was flagged by the risk management for potential issues. The incident was determined to not be equipment-related, but the customer wanted a courtesy check for patient safety protocols. The fst found no faults within the logfiles or with the device. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp device is not working properly. The failure occurred during treatment. The cardiohelp was not exchanged and no emergency drive was used. The patient was bleeding without control. Every attempt was made to maintain the fluid status in order to achieve proper/supportive ECMO flows. The patient expired. The customer pulled the cardiohelp for investigation due to possible malfunction of the device. The customer completed their internal investigation and decided that the pump was not a fault. Complaint ID# (B)(4).